Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: the connection gets lost between handle and nail. During insertion of the nail, the surgeon realized rotational movements to facilitate his entry. At a certain point the connection between the nail and the insertion handle gets lose, which created interspace between the nail and insertion handle. There was no problem with the insertion of the new nail.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Expiration date not previously reported. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation has shown that the nail interface is badly damaged. The review of the manufacturing documents revealed that the device was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. It is possible that far too much mechanical force or an inappropriate connection between the nail and the insertion handle has caused this damage. If the connecting screw is not tightened properly, there is looseness between the nail interface and the handle and subsequently applied torsional force can damage the nail interface. Placeholder.